Event description:
It was reported that the patient experienced abdominal wall stimulation. When the device was turned off the abdominal wall stimulation stopped. The patient wanted the device taken out, and it was explanted on (B)(6)-2011. No additional information was received. Only the first page of the medwatch report was received.